Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported run-on was duplicated by a manufacturer repair technician during functional evaluation. Upon disassembly, a failed e-box was identified, which can cause the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.